Manufacturer narrative:
This event occurred in (B)(6) unique identifier (B)(4).

Event description:
The customer received questionable antibody to (B)(6) results for an unknown number of patient samples. The results were questioned as the (B)(6) results for the samples were also (B)(6). The samples were repeated on an abbott architect analyzer. Of the data provided for 27 patient samples, only the results for five patient samples were discrepant and reported outside of the laboratory. Patient sample 1 initial result was (B)(6) and the repeat result was (B)(6). The result with a new reagent lot on the cobas e602 was (B)(6). It was unclear if this was the same patient sample. On (B)(6) 2015, patient sample 2 initial result was (B)(6) and the repeat result was (B)(6). The result with a new reagent lot on the cobas e602 was (B)(6). It was unclear if this was the same patient sample. This patient was a (B)(6) year old male. On (B)(6) 2015, patient sample 3 initial result was (B)(6) and the repeat result was (B)(6). The result with a new reagent lot on the cobas e602 was (B)(6). It was unclear if this was the same patient sample. This patient was a (B)(6) year old female. On an unknown date, patient sample 4 initial result was (B)(6) and the repeat result was (B)(6). On an unknown date, patient sample 5 initial result was (B)(6) and the repeat result was (B)(6). No patients were adversely affected. The reagent lot number was 179354 with an expiration date of 08/30/2015. Samples from the patients were submitted for investigation and a specific root cause could not be identified. For samples 1 and 2, not enough sample remained to perform evaluation. For samples 3, 4, and 5 the (B)(6) result was confirmed any believed to be correct. A general system issue was suspected as all results were high.